Manufacturer narrative:
Neither valid lot number or product code were reported. Clinical details were quite limited. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were impossible. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. No further actions were pursued at this time. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿3006524618¿ but the correct manufacturer number is ¿1219602.¿

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number 3006524618 (s+n austin). The correct manufacturing site registration number is 1219602(s+n mansfield). Corrected data: g1 contact information.

Event description:
It was reported that the patient had a re-injury. It is unknown what type of injury the patient had. The event was treated with a revision. The outcome is ongoing.